Event description:
It was reported that the inner hexagon of a polaris 5.5 derotation plug was damaged when attempting to tighten it. There was no reported patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in e1. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the inner hexagon of a polaris 5.5 derotation plug was damaged when attempting to tighten it. There was no reported patient impact.